Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. The customer troubleshot with tech support over the phone. The customer replaced the power supply to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that the device will not run on alternating current. He device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.